Manufacturer narrative:
Device was evaluated. Evaluation determined that the device was found to have a faulty patient board. Damaged dvi connector was also found on dp board causing no signal. The identified parts were replaced, device was repaired and software was upgraded. The device was tested and passed all required testing and specifications.

Event description:
It was reported that during preparation for use, the device exhibited blank, no image on the screen. There was no patient involvement on this report, no patient harm or injury was reported .

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Probable cause likely that under normal use, damage is unlikely to occur, and it is highly likely that a large load (instantaneous application of load from the outside, resulting in a decrease in the coupling property with the cable) deviated from the recommended usage conditions has occurred. Likely that the synchronous circuit of the patient board substrate is likely to have accidentally failed. As stated on the IFU and as a preventive measure, the user manual states : do not place any equipment other than the video system center on the top of the light source. Equipment damage can result. Place the light source on a stable, level surface using the foot holders (maj-1205), otherwise, the light source may topple down or drop, and operator or patient injury may occur, or equipment damage can result. Olympus will continue to monitor complaints for this device.

Event description:
Device found not working while the user was setting up for a case. The intended procedure during the event was diagnostic. There was no delay on the intended procedure, it was completed with a different device. The model and serial of the device used was not provided.